Event description:
The facility reports the resident was being moved from the bed to the chair when the left leg sling clip detached from the hook. The pt fell to the floor, hitting the back of their head on the leg of the left. The resident received five staples in the back of their head.